Event description:
After two years of successful cochlear implant use, this pt's device migrated into the middle ear. Therefore, pt was explanted in 2004, reimplantation surgery is planned in the near future.